Manufacturer narrative:
Correction h11: the cause of the reported issue was determined to be a broken screw from the upper auxiliary and caused the upper latch switch to not move and make contact with the hook. The hooks will be readjusted and the upper auxiliary will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "close door" was reproduced. A review of the event history log revealed "shut door power off!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the direction of flow shims too high and a broken nylon screw from the upper auxiliary. The hooks required to be adjusted and upper auxiliary required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed close door during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.